Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3: date of event is unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: a2: patient stated they were 70 years old. Age unknown to be current age or age at time of surgery. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
A2: patient stated they were 70 years old. Age unknown to be current age or age at time of surgery. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's initial left knee procedure was on (B)(6) 2023 and then was revised on an unknown date. Patient stated that they received a knee replacement surgery and it's difficult for them to walk. No further information available. No further information available.

Event description:
It was reported that this patient's initial left knee procedure was approximately 23 months ago and then was revised on an unknown date. Patient stated that they received a knee replacement surgery and it's difficult for them to walk. No further information available. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.